Event description:
It was reported that an asymptomatic patient was seen in clinic and the right atrial lead exhibited intermittent undersensing. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.